Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump would not exit the preparing to prime loop and insulin squirted out of the tubing during manual prime. The customer¿s blood glucose was 250 mg/dl at the time of the incident. During troubleshooting, the customer changed the infusion set and reservoir, but insulin squirted out and no sound of motor slowing down. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and expected to return for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test but compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test or verify prime/fill anomaly due to compromised force sensor system alarm.